Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. The surgical tech was inexperienced and did not release the green buttons on the loader device after rolling and loading the seal, then removing the delivery device. This caused the seal to remain in the loader device. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case where the seal did not load properly. (B) (4).